Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 699884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, scoliosis, arthritis, degenerative disc disease, tonsillectomy, ovary removal, uterine dilation and curettage and menometrorrhagia. Concurrent conditions included anaphylaxis (drug allergy: allergies: amoxil [amoxicillin trihydrate]), heartbeats increased (drug allergy: darvocet [propoxyphene n-acetaminophen] penicillin¿s) and dysfunctional uterine bleeding. Concomitant products included diazepam (valium) and ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("rashes or skin conditions type: hives"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urticaria, allergy to metals, dysmenorrhoea, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, menorrhagia, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy cervix mild chronic cervicitis and squamous metaplasia myometrium benign myometrial smooth muscles. Bilateral fallopian tube attached and detached portion of benign fallopian tube with minute peri tubal organizing abscess involving one fallopian tube and grossly identified bilateral proximal intratubal wire device. Preoperative diagnosis: dysmenorrhea, dysfunctional uterine bleeding. Gross description: received in formalin labeled uterus, cervix and bilateral tube with essure. The specimen consist of portion of fallopian tube which measure 2.5 x 0.5 cm. The fimbriated end is presented appear patent. Cut section through the cervix reveals a few nabothian cysts measuring up to 0.3 cm. The endometrium is hemorrhagic and measures up to 0.3 cm thickness. There appear to be portion of essure wire in the most proximal portion of each tube. Pregnancy test urine - on (B)(6) 2011: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: plaintiff fact sheet received. Case became valid & incident. Event injury replaced with event pelvic pain. Events vaginal bleeding, menorrhagia, hives, nickel allergy, dysmenorrhea, abdominal pain, back pain were added. Lot number, lab data, historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.